Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture and a video of the impacted set were provided. The visual inspection of the provided video observed the reported fluid leak at the level of the pbp line. The reported condition was verified. The most probable cause of the reported leak is a lack of solvent between the pbp line and the support plate, this is a manufacturing defect. The line was not properly glued by the operator at the gluing station, this operator is no longer with the company. Should additional relevant information become available, a supplemental report will be submitted.